Manufacturer narrative:
Based on the provided information, the exact cause of the patient's bleeding cannot be conclusively determined. Potential factors that could have contributed to or caused this patient's bleeding include: (1) oropharyngeal trauma from a difficult intubation, (2) pre-existing esophagitis, or (3) the use of procedural anticoagulation. Furthermore, the ensoetm could have caused or contributed to the patient's bleeding by abrading esophageal mucosa that had been compromised by pre-existing esophagitis.

Event description:
The patient underwent a radiofrequency cardiac ablation procedure to treat their atrial fibrillation on (B)(6) 2023. The patient was placed under general anesthesia and was intubated with a standard endotracheal tube. Intubation was performed by a trainee who experienced difficulty completing the intubation and required multiple attempts to place the endotracheal tube. The ensoetm was successfully placed into the esophagus without difficulty, and the procedure was completed without incident. Upon withdrawal of the ensoetm after the end of the procedure, a small amount of blood was discovered in the oropharynx. The source of the blood was unclear, but it was initially presumed to be from oropharyngeal trauma from the difficult intubation. As a result, the clinical team elected to keep the patient endotracheally intubated while further evaluation was undertaken in the intensive care unit (ICU). In the ICU over the following day, the patient had a CT scan of the chest, showing a diffusely thickened esophagus suggestive of esophagitis. An endoscopy showed evidence of oropharyngeal trauma, but without a clear source of any bleeding and no esophageal perforation. In the distal esophagus a small tear was discovered that was not bleeding, but it was suspected this tear could have been the source of blood seen previously in the oropharynx. No treatment was required, and no further evidence of bleeding was discovered. The patient was successfully extubated, fully recovered, and discharged the next day with anticoagulation restarted.